Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was seen by paramedics and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. Treatment was not provided, as the patient was not sure. The pod was worn on the abdomen. The patient is now using insulin injections.